Manufacturer narrative:
Correction: the device was electively explanted; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that explant of the device is elective to have an imaging procedure performed as the patient had two systems and therefore MRI was not possible. Therefore, there is no malfunction of the device.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's system was explanted for an unknown reason at an unknown date.